Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos), and intermittent undersensing was noted on the right atrial (ra) lead. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.